Manufacturer narrative:
Investigation was performed to evaluate the customer issue which did not identify a product problem. While the exact root cause has not been identified, possible causal factors may be sample processing related including the off-label collection or delay in sample testing.. The product is performing as expected and no systems related issues were identified. (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the cobas 6800 system and the results were negative. The sample was then retested on another cobas® liat® system which yielded a negative result for all targets. It is unknown if the initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.